Manufacturer narrative:
This device is not distributed in the USA. International medical device regulators forum (imdrf) adverse event reporting on 27-dec-2021, a device history record(DHR) review for model ecy-150s, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at the (B)(4) facility on 22-jan-2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 27-jan-2009. Since the facility cannot deny the possibility of infection through the use of the pentax medical product, it reported the occurrence of the event to pentax and requested retraining of the cleaning and disinfection method. As a result of interviews with the facility, the product could not be cleaned and disinfected in accordance with instructions for use(IFU). Pentax asked the facility to return the product to investigate the infection root cause, but the product has not been returned for evaluation. A sales representative visited the facility and confirmed that there were no visible abnormalities in the appearance of the product and that the leak test passed. From these survey results, it could not be determined that the infection was mediated by the product. The possibility that the product was involved in the infection cannot be completely ruled out, but it may be related to not cleaning and disinfection in accordance with IFU. The dates of the procedurew were also updated. The endoscope was used on (B)(6) 2021 and the patient returned to the hospital on (B)(6) 2021 complaining of poor physical condition. He had been symptomatic for a few days before his return to the hospital, but the details of the symptom are unknown. The patient was diagnosed with an infection caused by esbl-producing bacteria and was hospitalized. He was discharged on (B)(6) 2021. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a report of a hospitalization that occurred after use of a pentax medical endoscope in (B)(6). The user contacted pentax medical as part of the root cause investigation at the customer facility. The direct cause of the extended-spectrum b-lactamases bacterial infection is unknown and there are no allegations of malfunction of the pentax medical products at this time. The reported case involved pentax medical video cystoscope, model ecy-150s, serial number (B)(4). The pentax medical endoscope was used for inspection on september 7, 2021 returned to the hospital on (B)(6) 2021 complaining of poor physical condition. He had been symptomatic for a few days before his return to the hospital, but the details of the symptom are unknown. The patient was diagnosed with an infection caused by esbl-producing bacteria and was hospitalized. He was discharged on (B)(6) 2021. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.